Manufacturer narrative:
The reported condition of connector separation from the cannula body was confirmed. As received, the connector was not bonded with the cannula body. The body of the arterial cannula was not returned. Inside surface of the connector appeared rough. No connector damage was observed. A definitive root cause could not be determined based on the information at present. Additional engineering evaluation will be performed.

Event description:
Edwards received information that the connector of the arterial cannula separated when the customer was preparing to insert the cannula to the patient. The connector separated from the cannula body although reportedly there was no force applied to the device. The customer cut the cannula, connected it to a non-edwards connector and used the device. The customer commented that no evidence of bonding was observed on the connection. There were no patient complications reported.

Manufacturer narrative:
Additional manufacturer narrative: a review of the device history record (DHR) revealed no non-conformities related to the device. A manufacturing defect was confirmed. Awareness training was performed in response to this event. The trend was assessed and this event was found to be an isolated event. A product risk assessment was performed due to the severity of the harm associated with this failure. Corrective actions are being addressed through edwards quality system. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.